Manufacturer narrative:
Final analysis found that the insulation was abraded at 54.0cm to 54.2cm and 54.3cm to 54.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-23066. It was reported that patient presented with extracardiac stimulation caused by the right ventricular lead. An x-ray revealed that both right ventricular and atrial leads had been twisted and dislodged due to twiddler's syndrome. Failure to sense was also exhibited by the leads. The leads were explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.